Event description:
It was reported that during the implant while connecting a lead to the header of the pacemaker (pm) the physician was unable to tighten the setscrew. It was noted that there was noise and when unscrewing, the set screw detached. The pm was not used and the physician elected to complete the procedure with a different pacemaker. The patient's condition was stable.